Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure the needle and introducer were inserted into the puncture site and advanced into the right atrium over the guidewire. Just prior to performing the transseptal puncture, blood was noted to be leaking from the introducer. The sheath was removed from the patient and a crack was found. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.